Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the 4.0mm formula xl tomcat angled hip cutter broke off into the joint space. The tip was found and removed after the case was converted to open procedure with a total delay of approximately 90 minutes. The case was completed successfully.

Manufacturer narrative:
(B)(4). Alleged failure: tip broke off. Probable root cause: material strength (design). The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the 4.0mm formula xl tomcat angled hip cutter broke off into the joint space. The tip was found and removed after the case was converted to open procedure with a total delay of approximately 90 minutes. The case was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: tip broke off. Probable root cause: inadequate window profile, inadequate welding process (i.e. Plasma, inductive, gluing), improper material strength, inadequate size selected for the application, material brittleness , excessive force applied by the user, incorrect rfid tag. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the 4.0mm formula xl tomcat angled hip cutter broke off into the joint space. The tip was found and removed after the case was converted to open procedure with a total delay of approximately 90 minutes. The case was completed successfully.